Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise which led to an inappropriate shock to the patient. In addition, the rv lead demonstrated increased counts to the sensing integrity counter (sic) resulting in a lead integrity alert (lia). The rv lead was suspected to have fractured. Following the lia and shock, no audible alert was triggered by the implantable cardioverter defibrillator (ICD). The right atrial (ra) lead exhibited variable and high lead impedance trends as well as noise. The patient's system was turned off to prevent further inappropriate therapies. Subsequently, the ICD was explanted the leads were capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.